Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had cosmetic damaged. The customer¿s blood glucose was 250 mg/dl. Customer stated that the reservoir was lock into place but there was a gap on it due to the missing reservoir lip ring. The insulin pump will not be returned for analysis.